Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the MFR's (B) (4) that a pump exchange had taken place with this pt. This info was obtained through the MFR's device tracking system. No further info is known at this time. The MFR is trying to obtain add'l info.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.